Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of the left knee on (B)(6) 2017 due to loosening. Stryker components were placed. The patient was grossly unstable and had radiographs that showed evidence of complete loosening of the femoral and tibial components. Near inability to ambulate without severe pain and disability. It was noted that the tibial component to be loose, such that when the knee was flexed it extruded from within the context of the joint.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that the revision reported in experience case(B)(4) was likely the result of aseptic (non-infected) loosening of both the tibial and femoral components, which damaged the bond of the implant to the bone. However, the underlying cause of the loosening cannot be determined because the implants were not returned to exactech for evaluation and no further details were provided (x-rays, etc.). (E3) initial reporter's occupation: attorney. No information provided in the following section(s): a2, a4, a5, and b6. The following section(s) have additional info: a1, e3, d4 (exp date and UDI number) g4, g7, h1, h2, h3, h4, and h7. Section h11: corrections made in the following section(s): section f: f6 and f8 were entered in error, please disregard.